Manufacturer narrative:
This supplemental report was filled to correct fields b2: outcomes attrib to adv event, b3: date of event, b5: describe event or problem and d2: common device name. Patient code 3191 captures the reportable event of surgery. The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a sudden drop on battery longevity. Technical services (ts) recommended device change out and device analysis. Additional information indicated that the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned and analyzed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a sudden drop on battery longevity. The field representative was not sure if the explant indication was missed as the device longevity was at battery capacity depleted. Boston scientific technical services (ts) recommended device change out and device analysis. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.